Event description:
In 2011 I had silicone gummy bear breast implant surgery. Allergan is the manufacturer. About two years later my hair started falling out and I had a butterfly rash. I had a positive a&a and at first I thought it was lupus. It turned out I have a very rare autoimmune disorder called dermatomyositis and now I have hypothyroidism. I was the picture of health before these implants and now I have a permanent autoimmune disorder which precludes me from ever going out into the sun for long periods of time as well as medications for the rest of my life and hari loss and skin damage.